Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. The resistance and difficulty removing could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The resistance and balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion located in the lower left superficial femoral artery (sfa) that was moderately tortuous, heavily calcified and eccentric. Resistance was met with the lesion during advancement of a non-abbott balloon dilatation catheter (bdc). After the lesion was dilated, the 5.0-40 mm fox sv balloon catheter ruptured at 16 atmospheres when inflated for a 4th time. When removing the bdc, resistance was also met. After removal, a non-abbott stent was deployed and post-dilatation was performed with a new fox sv balloon catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.